Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the device experienced a polarity switch, even though the atrial impedance measurements were found to be within normal range. The device was reprogrammed and remains in use. No patient complications have been reported as a result of this event.